Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level increased to 565 mg/dl. Customer addressed the high blood glucose by administering a correction injection using multiple daily injections. Reportedly, the customer continued to use the pump for insulin therapy.